Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test. The instrument was fully functional. No product issue was identified. A site history review was performed and found a related complaint documented under patient identifier (767901), in which a different clip applier instrument exhibited a similar issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's jaws were not aligning. The instrument jaws were not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier instrument was inserted into the patient and moved toward patient tissue. The instrument was unable to clamp the clip. After the customer removed the clip applier instrument, the customer observed that the jaws did not align. There was no unintuitive motion. The customer swapped to a backup instrument. There was no patient harm, and the customer completed the case.